Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The customer received motor error alarms and low battery alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.